Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery (cia). A 6.0 x 40, 135cm mustang balloon was advanced for dilation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.